Event description:
Per the clinic, the patient experienced skin infections at the abutment site and underwent a wound debridement procedure in (B)(6) 2022 (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.